Event description:
Report received of a patient death while the pump was in use. It was reported that the patient was receiving pain management therapy post arthroscopic knee procedure. Specific event info, including the pump settings, medication and actual cause of death were requested but were not made available. The clinical risk mgr "felt uncomfortable disclosing this information". The clinical risk mgr did report the "possibility of a malfunction with the pump is low". The reported cause of death was "related to the pt's co-morbid conditions and there was no issue with the pump". Though requested, no further info was received.